Manufacturer narrative:
The cobas c 503 analytical unit's serial numbers are (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable lactate dehydrogenase acc. Ifcc ver.2 results from the cobas c 503 analytical unit. Sample (B)(6) initial result was 435 u/l, and the repeat result was 326 u/l. Sample (B)(6) initial result from another c503 was 797 u/l, and the repeat result was 301 u/l.

Manufacturer narrative:
A field service engineer (fse) performed an instrument and hardware check, checked the washing station and needle centering. No issues were found. They set up some rules in the system to repeat samples with high lactate dehydrogenase acc. Ifcc ver.2 results. The root cause was determined to be a sample-related issue in the pre-analytical sampling process. The investigation is complete with no product issue found.